Event description:
It was reported that an electrocardiogram anomaly was observed on the device resulting in an incorrect display of appropriate high voltage defibrillation and antitachycardia pacing delivered. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported event of incorrectly displayed electrocardiogram (egm) was confirmed. Based on the information provided, it was determined that there were multiple segms stored close to each other resulting in overlap between the pre-trigger data and the post-trigger data of the previous episode. The programmer had difficulty stitching together the two egms and removing the duplicate data. Therefore, the segm appeared to have two instances of charging. The device is performing per design.